Event description:
A nurse reported that a system error 2240 (air in tubing) had occurred on a homechoice during use while the patient was connected. During troubleshooting, there was nothing found that could have caused or contributed to the alarm. The patient would complete therapy with manual supplies. There was patient involvement, but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned and the lot number is unknown; therefore, a device analysis and batch review cannot be completed. As such, a root cause could not be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.